Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt's stimulation randomly turns on by itself. It was reported that the pt experiences some changes in stimulation based on his position, but the pt stated that his stimulation has been effective. Diagnostic tests exhibited normal impedance readings on all lead contacts. Follow up on the pt found that the problem persists. The pt stated that he did not want an invasive procedure at this time since he is experiencing effective pain relief. The next course of action is currently undetermined; no further information is availably at this time.